Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that his insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 50 mg/dl. The customer does not recall any significant events leading to the button error; he was doing nothing and looked at his pump and saw the alarm. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.